Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that battery fluid leaked out of the battery compartment and into the insulin pump. Customer reported that the insulin pump was vibrating without an alarm or alert being returned. Customer also reported that the insulin pump's display went blank immediately after the leak occurred. Customer stated that the insulin pump's battery cap was missing. Blood glucose level was 125 mg/dl at the time of the call. No further information was provided.